Event description:
It was reported that pump gave frequent malfunction alarms. There was no reported impact to the customer¿s blood glucose level. Customer stated no further assistance was required, and no additional actions or outcomes were documented.